Event description:
Reportedly, the target lesion was located in the distal circumflex with moderate tortuosity, mild calcification, and 90% stenosis. The balance middleweight (bmw) elite guide wire was advanced towards the lesion but failed to cross. Thus, a non-abbott microcatheter was advanced over the bmw elite guide wire but the devices got stuck around the center or non-marker solder of the guide wire. Thus, the devices were removed out of the anatomy as a single unit and separated once outside the anatomy. The same non-abbott microcatheter was used without problems with a replaced bmw elite guide wire. No significant delay in the procedure reported. No adverse patient effects were reported. No additional information was available.

Manufacturer narrative:
(B)(4). Guide catheter: profit jl4,mogul. It was indicated that the device will not be returning, therefore, a failure analysis of the complaint device could not be completed. However, a review of the lot history record revealed no non-conformances with the reported lot that could have contributed to the reported event and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.